Manufacturer narrative:
Returned driver examined visually under magnification. Driver tip has failed at the base of the hex resulting in an angled fracture. Fracture surface appears brittle, indicating a single overloading event caused the failure. The angled fracture indicates side loading was applied in the lead up to failure.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00317: screw, 3025141-2018-00318: handle.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00317: screw, 3025141-2018-00318: handle.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.